Event description:
The user facility reported that the angio-seal device involved suture was missing when they went to deploy the angio-seal. The patient was in stable condition. The procedure outcome was good. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received (B)(6) 2023: the procedure performed was a heart cath using a 6fr sheath. It was unknown if a pre-deployment angiogram performed. Manual compression was performed to achieve hemostasis.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 and to provide the completed investigation results. One (1) 6fr angio-seal vip device was received for product evaluation. The locator, carrier tube, and hemostasis sheath were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip of the sheath. The anchor, collagen, and suture were present within the carrier tube. The locator was found to have been kinked at the blood inlet hole. No other damage or issue to the device was identified. Functional testing was performed by attempting to reset and redeploy the returned device. The device was attempted to be reset to the forward lock position however, significant resistance was present which prevented the device from being reset properly. The carrier tube was damaged during the process, and the device was subsequently removed from the hemostasis sheath. The device was able to be removed, and all internal components were able to be deployed properly. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).